Manufacturer narrative:
An intuitive surgical, inc. (Isi) technical field specialist (tfs) conducted additional investigation of the system on site. The tfs replaced the left master tool manipulator (mtml) to resolve the reported issue. The part has not yet been received for evaluation by internal failure analysis. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, the system displayed error 23025 and error 23008. The errors point to the left master tool manipulator (mtml). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). Intuitive surgical, inc. (Isi) technical support was not able to walk the customer through resolving the reported error. Due to the system error, the surgeon decided to convert the planned procedure to laparoscopic surgery. Intuitive surgical, inc. (Isi) contacted the reporter and obtained additional information regarding the complaint. The system was inspected prior to use. The ports had already been placed. In the last 10 minutes of the procedure, the surgeon decided to convert the procedure to laparoscopy due to the system error. The procedure was not prolonged and there was no report of extra anesthesia given to the patient. There was no report of patient injury or harm. Additionally, the patient has not returned with post procedural complications.

Manufacturer narrative:
(Isi) has received the master tool manipulator (mtm) involved with this complaint. Failure analysis investigation was able to replicate the customer reported issue. As a result of the reported error, the mtm motors were shutting off during initialization or sine cycle.